Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 4.3 cm abdominal aortic aneurysm. It was reported that the patient presented chronic back pain approximately 3 months post index procedure. An angiogram revealed that there was a distal type I endoleak in the endurant 16x10x124. The distal seal was compromised due to a shelf of calcium. The physician implanted another endurant 16x10x124 however the distal type I endoleak was not resolved. The physician than elected to coil the right hypogastric artery, and coil the lumbar artery; however, the distal type I endoleak was still not resolved. An endurant 10x10x82 iliac limb was then implanted and the distal type I endoleak was resolved. It was reported that, per the physician, the cause of the distal type I endoleak was due to the patient¿s anatomy and calcification in the vessel. No additional clinical sequelae were reported and the patient is fine.